Manufacturer narrative:
Meter cemt265-m2263 was already returned to adc and investigated under MDR-63076. It is presumed the serial number reported may incorrect, however the correct serial number could not be confirmed with the customer after additional follow up attempts. The investigation information for the reported serial number is as follows. The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.